Event description:
Per the audiologist, the patient experienced pain at the implant site with and with out use of the device as well as a decrease in performance. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Pt was revised to address tibial loosening and subsidence. Surgeon suspects that trumatch blocks caused the tibia to be cut into varus, causing the loosening and subsidence.

Manufacturer narrative:
(B)(4).